Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify or duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 140 hours of extended tests at the customer's settings. Visual inspection did not reveal any abnormalities.

Event description:
It was reported to vyaire medical that while in use on a patient, the respiratory therapist tried to remove the ventilator from the patient and got shocked by the ventilator. There was no injury associated with this reported event.